Manufacturer narrative:
Follow-up #1 date of submission 08/15/2016-device evaluation: the pump was returned and evaluated by product analysis on 07/19/2016 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. During a visual inspection of the pump, the battery compartment was observed to be cracked in two places. Evidence of moisture ingress was observed inside the battery compartment. A leak test was performed and confirmed a battery compartment leak; the complaint was duplicated. The pump case was removed and further evidence of moisture ingress was found throughout the pump interior. Unrelated to the complaint, the pump was powered on and the display screen appeared dim and discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. There was reportedly moisture and corrosion in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.